Manufacturer narrative:
Concomitant products : product ID 8709, serial # , implanted: (B)(6) 2003, product type catheter; product ID 8578, serial # (B)(6), implanted: (B)(6) 2012, product type accessory.

Event description:
It was reported the night of (B)(6) 2014, the patient experienced seizures. The reporter was under the impression the seizures were caused by the lioresal pump. Beginning (B)(6) 2014, the patient experienced twitching of her facial muscles and a mouth that ¿contorts¿. The patient was under hospice care and the patient could not be moved; it was requested the pump be interrogated in the patient¿s home to make sure it is functioning correctly. The next pump refill was scheduled to occur (B)(6) 2014 in the patient¿s home; the prior pump refill occurred 2 months prior to the date of this report. The pump was used to deliver lioresal. Interventions and patient outcome was not reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.